Event description:
On 05/2002, reporter received a report that upon review of a pt's medical record it was noted that the pt was transported to the emergency dept due to bleeding from the dialysis port. The pt had dialysis. Bleeding was noted from the catheter at that time and recurred the next day. When emt's responded, bleeding was noted from around the vas-cath in the left subclavian vein area. The pt was dyspneic and pale. Upon arrival at e.d., pt went into cardiac arrest and was resuscitated. A crack was noted in the base of the y-part of the distal apparatus. The pt remained hemodynamically unstable. Approx 4 hrs after admission, the pt had another cardiac arrest and was unable to be resuscitated.